Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00200.

Event description:
It was reported that a warehouse found one polaris 5.5 uniplaner screw inserter with a broken tip and another with a bent tip during inspection after they returned from a hospital. The hospital did not provide any patient or surgical information with the returned devices. This is report one of two for this event.

Event description:
It was reported that a warehouse found one polaris 5.5 uniplaner screw inserter with a broken tip and another with a bent tip during inspection after they returned from a hospital. The hospital did not provide any patient or surgical information with the returned devices. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed that one of the devices had a fractured tip, and the other had a bent tip. Root cause: a definitive root cause cannot be determined with the information provided. These events could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.